Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire was reported. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient¿s mother stated she noticed a raised pump on the left side of the patient¿s abdomen and that the patient complained that it was painful. She indicated that the patient had an ultrasound performed and the ultrasound image confirmed that a sensor wire was embedded in the patient¿s abdomen. Additionally, the patient¿s mother stated that she thinks this sensor wire was from when a sensor was inserted on (B)(6) 2018. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.